Event description:
The doctor advised the sales rep that the insert was worn after 15 months and was revised in 2000. Depuy canada quality services became aware in 2000. The problem began 8 months after the surgery.